Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer did not report symptom. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 206 and 204mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 06/13/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history. The 207mg/dl (B)(6) 2017 08:20 pm fasting: yes, the 179mg/dl (B)(6) 2017 03:26 pm fasting: yes, the 220mg/dl (B)(6) 2017 11:17 pm fasting: yes, the 294mg/dl (B)(6) 2017 10:20 pm fasting: yes, the 208mg/dl (B)(6) 2017 09:07 pm fasting: yes. Customer called concerning high results. Customer says that usually, when she goes to bed, glucose levels drop but lately, morning results are higher than normal. Customer has not had any recent changes in diet and exercise and is using proper testing technique. Customer performed control test and results are within range. Customer performed back to back test and is still not satisfied with results. Customer says that results for back to back test are non-fasting but still feels that they are a bit too elevated to be accurate. She did not have a specific non-fasting range.